Manufacturer narrative:
Dates of event were reported as late (B)(6) 2018 for return of symptom's, (B)(6) 2018 for unable to connect issue, and date for por was unknown but first observed on (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the healthcare professional (hcp) regarding a patient with an implantable neurostimulator (ins) urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient had a return of symptoms in late (B)(6) 2018. On (B)(6) 2018, the physician¿s assistant (pa) was unable to connect to the patient¿s programmer using the clinician programmer. Today (may 10, 2018), the hcp was able to connect and a power-on-reset (por) was seen on the patient¿s programmer. It was noted that the patient had a surgical procedure (unrelated to the implantable neurostimulator) that was related to the por. Steps to clear the por were reviewed with the hcp and the message was successfully cleared. There were no further complications reported or anticipated.